Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Low bg cause was not known. The customer received third party assistance from emergency medical services (ems), who gave the customer orange juice and glucose gel to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.